Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device would not recognize the connection to the patient via the defibrillation therapy electrodes. The customer was dispatched to a patient suffering from cardiac arrest. Upon arrival, the customer connected their device with the defibrillation therapy electrodes. The device did not recognize the connection to the patient and the continued to prompt ¿connect electrodes.¿ the customer then removed and reconnected the therapy cable and electrodes with no change. The customer indicated that they did have a backup device on scene and following the reported connection issue with the initial device, was able to connect this backup device to the patient and continue care. The customer advised that upon transferring the patient to the local hospital, they did have a pulse. There was no known adverse effects that the patient suffered during the reported event.